Event description:
It was reported that the tip of the syringe is skewed resulting in improper needle attachment. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05885. The report was submitted in error.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection of the returned sample revealed that the luer fitting of one of the syringes (sy113), was bent. The sample was compared to the visual reference chart (fm0591, rev 100) which demonstrates the acceptable limit for a slightly bent syringe luer. Based on the tolerance criteria, the returned sample was found to be outside of the limit, thus confirming this complaint. To test the sample for leakage between mating luers, it was assembled according to IFU (as10011079-002, section 6.2), using a push and a clockwise twist. The assembled product was tested according to qtm\022-00-00, rev 004, combo leak test. Results: no leakage was observed between the mating luers (syringe, needle-pro and needle). The returned sample functioned as intended the customer stated problem was duplicated. The cause of the reported problem was traced to the manufacturing process. DHR review found no discrepancies or anomalies relevant to the complaint. No non-conformities were noted.